Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system error during testing at 2.5 lbs, due to faulty force sensor resistor. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during bolus. The customer's blood glucose level was 114 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.